Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where overheating of an insert tip resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contributed to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron g90 scaler was overheating inserts during use; no injury resulted.